Manufacturer narrative:
The manufacturer previously reported following a software upgrade installation the ventilator failed to produce airflow. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the device alarmed for a ventilator inoperative alarm condition, which would have caused the airflow failure. The devices software was reloaded to address the issue. During the evaluation the device failed a test step during testing. The device's muffler assembly was replaced to address the issue. The device was final tested for battery check, valve check and run in tests and cleaning were done. The device passed all testing and was found to operate properly. During the evaluation of the device issues not related to the reportable malfunction were observed. The power button on the vanity cover was missing.

Event description:
The manufacturer received information alleging following a software upgrade installation the ventilator failed to produce airflow. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported following a software upgrade installation the ventilator failed to produce airflow. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the device alarmed for a ventilator inoperative alarm condition, which would have caused the airflow failure. The devices software was reloaded to address the issue. During the evaluation the device failed a test step during testing. The device's muffler assembly was replaced to address the issue. The device was final tested for battery check, valve check and run in tests and cleaning were done. The device passed all testing and was found to operate properly. During the evaluation of the device issues not related to the reportable malfunction were observed. The power button on the vanity cover was missing. The muffler assembly was evaluated by the manufacturer's product investigation laboratory (pil) and found the muffler assembly functioned as designed and operated without issue or error codes.